Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with a pacemaker that exhibited appropriate automatic mode switch (ams) events for atrial fibrillation (af). Although the mode switch was appropriate, physician is wondering why the device was recording noise during ams. Physician did not allege malfunction on the device. Patient was stable. No plans of intervention made at the time, patient would continue to be monitored.